Event description:
It was reported that the needle could not be retracted after the first treatment. Manual retraction was attempted, but it did not work. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, the reported manual retraction failure could not be confirmed. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors.

Event description:
It was reported that the needle could not be retracted after the first treatment. Manual retraction was attempted, but it did not work. The procedure was completed with another device. There were no patient complications.